Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis and the blood glucose reading was 382 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.